Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. An attempt was made to replicate the user complaint and were able to successfully receive high/low glucose alarms on an (B)(6) device with android 10/fsll version 2.5.3 using a known good libre 2 sensor. If product data is returned, an investigation of product data will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered in is based on the report of " (B)(6) 2021". The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle librelink application. The customer reported while using the librelink, the sensor alarm failed to alarm and as a result, she experienced a loss of consciousness. The customer had contact with a healthcare professional who administered glucose under the tongue and once she regained consciousness, she was able to drink a sweet drink. No further information was provided. There was no report of death or permanent injury associated with this event.